Event description:
A medtronic rep reported that the tracer failed during an ent surgery. Pt had been under anesthesia for two hrs and the doctor chose to proceed without the fusion navigation system. The surgeon finished the case with no complications.

Manufacturer narrative:
Pt info was not available at time of this report. The device was not returned to the MFR. The medtronic rep, who was at the site, reported that the scan was performed outside the field of view recommendations and that there was a lot of dental scatter.